Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem- additional information d9: device availability - additional information g3: date received by manufacturer - additional information h2: additional information/ device evaluation h3: device evaluated by manufacturer- additional information. H6: adverse event problem - additional information.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed. However, there was no data present within investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.